Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the month following an implantable cardioverter defibrillator (ICD) change out the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited a rise in threshold. Additionally, the rv lead exhibited unstable pacing impedance. A loose rv lead pin was suspected, despite the chest x-ray showing that the connector pin had come out to the tip, as rv lead measurements were stable in using a pacing system analyzer and upon re-connecting the rv lead to the ICD. The ICD was explanted, and the rv lead was capped. A new subcutaneous ICD was implanted. No patient complications have been reported as a result of this event.